Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient, per the coordinator on friday, (B)(6) 2017, was found at home awake but confused and tearful with both batteries and driveline disconnected. It was stated that the roommate reconnected everything and took the patient to the emergency room (ER) by emergency medical services (ems). Once in the ER, patient was found to be neurologically intact but remained confused and the patient was admitted to the hospital. It was stated that the patient had a differential diagnosis to include a transient ischemic attach (tia) due to hypertension and urinary tract infection (uti). It was further stated that the patient has had difficulty in controlling the blood pressure (bp) as outpatient due to orthostatic hypotension symptoms. Patient was stated to have no symptoms except for the confusion at the time of the disconnect. It was also stated that the patient had appeared to have recovered fully from the event when seen in the ed on (B)(6) 2017 but without recollection of the event. On saturday (B)(6) 2017 the patient was no longer confused, but complaining of visual disturbances, repeat computed tomography (CT) scan was completed and showed embolic stroke. It was reported that the pump was stopped between 15-30 minutes. On monday (B)(6) 2017 the patient remains hospitalized, neurologically intact with no confusion, but continues to have visual disturbances. It was stated that there were no physical damages to the controller or batteries and no issues with the controller ports or connections to either the batteries or controller. It was also stated that there is no history of suicidal ideation. It was stated by the site that the equipment would not be returned. No additional information available.

Manufacturer narrative:
Correction : (batteries are concomitants). (B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via log file analysis which revealed 2 controller power up and motor start events on (B)(6) 2017 for (B)(4) at 10:59:41 and 11:10:04, indicating power loss to the controller. The data point before the first loss of power (10:55:35) indicated that (B)(4) (0% capacity) was connected to port 1 and (B)(4) (97% capacity) was connected to port 2. The data point after the second loss of power (11:25:2) indicated that (B)(4) (93% capacity) was connected to port 1 and (B)(4) (98% capacity) was connected to port 2. The pump off time during the first and second losses of power was approximately 4 min 11 sec and 10 min and 23 sec respectively. No alarms were logged near the reported event date of (B)(6) 2017 and power consumption was within normal operating range. Based on the event details and log file analysis, the driveline disconnection may have occurred after the controller lost power; therefore no vad disconnect alarm has been logged. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the losses of power may be attributed to disconnection of both the power sources from the controller. Additional system component being reported for this event: controller /(B)(4). Not returned to manufacturer.(npr-retained by the site). (B)(4). Pump /hw26823-driveline cable. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Analysis: the returned controller passed visual inspection and functional testing. Investigation is ongoing. Medical device: controller/ (B)(4). Device available for evaluation: yes, 2017-08-29. Device evaluated by manufacturer: yes. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) and batteries (B)(4) were not returned for evaluation. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of returned controller (B)(4) revealed that the device passed visual examination and functional testing. The reported event was confirmed via log file analysis which revealed 2 controller power up and motor start events on (B)(6) 2017 for (B)(4) at 10:59:41 and 11:10:04, indicating power loss to the controller. The data point before the first loss of power at 10:55:35 revealed that (B)(4) was connected to port 1 with 0% relative state of charge (rsoc) and (B)(4) was connected to port 2 with 97% rsoc. The data point after the second loss of power at 11:25:02 indicated that (B)(4) was connected to port 1 with 93% rsoc and (B)(4) was connected to port 2 with 98% rsoc. The pump off time during the first and second losses of power was approximately 4 minutes 11 seconds and 10 minutes and 23 seconds respectively. No alarms were logged near the reported event date of (B)(6) 2017 and power consumption was within normal operating range. Based on the event details and log file analysis, the driveline disconnection may have occurred after the controller lost power; therefore no vad disconnect alarm has been logged. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the losses of power may be attributed to disconnection of both the power sources from the controller. An internal investigation has been initiated to capture events involved in controller power loss. Additional devices: battery - (B)(4) model 1650 manufacturing date: 2016-04-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bat320044 / 1650 / expiration date: 03/31/2017 (B)(4). Bat321105 / 1650 / expiration date: 04/30/2017 (B)(4). Con103267 / 1403us / expiration date: 04/30/2017 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.